Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator with new pad-pak, device will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. Capacitor c9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. A breakdown of c9 would result in an 18v short to ground. This would have caused the returned pad-pak to blow its fuse which would result in the device not being able to switch on as per the reported fault. During testing a test pad-pak was installed and although the fault did not cause the test pad-pak fuse to blow it did have a significant impact on the voltage due to the excess current drain and resulting in the device shutting down with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. The device performed to specification throughout the history log until the 29th july 2018, therefore, it is assumed the component failed after this time. Furthermore, after replacing capacitor c9, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.

Event description:
No status indicator with new pad-pak, device will not switch on. No patient involved.